Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right ventricular (rv) lead, there was low impedance on the superior vena cava (svc) coil. It was noted the physician did not fully insert the lead into the header. The physician opted to monitor the patient. The device and rv lead remain in use. No patient complications have been reported as a result of this event.